Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on october 09, 2024 with lot number 3095808. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed one opening assessed as unidentified (tear) opening (shell thickness within specification) and one opening assessed as surgical damage. As per the investigation procedure creases and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.